Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a "normal result" on the active system, but she was feeling symptoms of "malaise". The patient went to the hospital thirty minutes later and the blood glucose result at the hospital was high; customer could not recall the result . They type of treatment provided at the hospital was unknown. The patient was in the hospital for a "couple of hours". Return of the suspect device was requested for evaluation.